Event description:
The subject microcatheter was returned for analysis, and it was discovered that from the subject microcatheter, there was an unknown material potentially polytetrafluoroethylene (ptfe) present on the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During functional inspection, the subject microcatheter was returned with the stent deployed within the lumen at the proximal end of the microcatheter. The microcatheter shaft was kinked/bent. The microcatheter was cut in order to remove the sten. There was an unknown material potentially polytetrafluoroethylene (ptfe) present on the stent. During functional inspection, the microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the microcatheter shaft when inserted into the microcatheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted where the stent was located. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported "the patient had multiple aneurysms in the left anterior cerebral artery (aca). The physician used a guidewire in conjunction with an microcatheter, delivered via a long sheath, to the a3 segment of the left aca. Subsequently, the physician planned to implant a stent to assist with coil embolization. When advancing the stent through the introducing sheath into the proximal end of the microcatheter, the physician encountered resistance and found the stent could not be pushed forward despite repeated attempts. The physician then prepared to withdraw the stent, and upon withdrawing the delivery wire, discovered that the stent had become deployed inside the microcatheter. The physician subsequently replaced it with an microcatheter and stent of the same model, and the procedure was successfully completed.". The microcatheter was returned with the stent deployed within the lumen at the proximal end of the microcatheter. The microcatheter shaft was kinked/bent. The microcatheter was cut in order to remove the stent. There was an unknown material potentially ptfe present on the stent. The microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the microcatheter shaft when inserted into the microcatheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted where the stent was located. Based on the available information and analysis of the returned device, it is likely that the ptfe inner layer was damaged when resistance was encountered while advancing the stent into the hub during the procedure. The concurrent stent may also have been damaged during transfer due to procedural factors. Additional damage to the microcatheter inner layer may have occurred during attempts to remove the stent from the microcatheter lumen during analysis. The as reported 'catheter hub friction' as well as the analyzed 'catheter ptfe inner lining peeling', 'catheter shaft friction', and 'catheter shaft kinked/bent' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.